Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8015ls unit serial # (B)(4). Case resolution: tech called in for help on 8015ls unit after he replace the main board on unit when try to power up unit he gets black screen with red arrow next to the system on button explain to tech the unit is now unrestorable and the error is call watchdog error. Unit has to come in for services repair confirm level one price quote for repair tech will call back once he has his po# setup tech thank me for my assist. (B)(4).